Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unk. The iliac vessels were reported to be non-tortuous and 12 mm to 13 mm in diameter. A stenotic area in the iliac arteries was reported to be 8 mm to 10 mm in diameter. The aortic bifurcation was reported to be tight. It was reported that after successful deployment of the bifurcated stent graft the physician was able to advance an amplatz superstiff and a lunderquest guidewire through the left iliac artery but was unable to be advance a 16f cook sheath or the stent delivery system due to a stenotic area in the left iliac artery and the tight aortic bifurcation. It was reported that the pt was converted to open surgical repair. The status of the pt post conversion is unknown.